Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated however, the fse verified the error in system event log. The main frame backplane was found to have low voltage. The voltage was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.